Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room as the device was beeping. Upon interrogation, fault code 1003, voltage too low for remaining capacity was noted. The field representative consulted with boston scientific technical services (ts) and it was recommended that the device be changed out. A save to disk and memory dump were performed and sent to ts for analysis. A boston scientific engineer reviewed the information, and confirmed that the fault had been declared due to an additional current drain on the device's battery. There appeared to be sufficient reserve for the device to maintain normal therapy functions for twenty-eight days. The information was reviewed with both the physician and the field representative. Additional information was received that the device was changed out and replaced with a competitor's device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitor(s) that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. The field observation was confirmed.